Event description:
Customer reported error 41 (upstream pressure sensor issue). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and multiple error 41 were found. Device was not returned to france for investigation as repairs were carried out locally by our technical team. An external and internal check was performed on the device and nothing to notice. Ocs test was carried out and failed (error 41 at power on). Therefore, the reported event has been reproduced and is confirmed on power up and via history log. To solve the issue, device upstream pressure sensor was replaced and calibrated. In additional, per maintenance information bulletin, device downstream pressure sensor was replaced and calibrated. The device was cleaned, post service tested and released for use. Only defective downstream pressure sensor was received at brézins for investigation. Nothing has been observed during the visual control. Fv's investigator cross tested the sensor with a lab volumat test bench to verify the claim. Prior to the run-in, we noted 2572mv as the initial sensor value via test 6 of the maintenance menu. After one hour of operation in the pump at 1500ml/h, no errors occurred. When checking test 6, we found that the sensor had a value of 2571mv, so the sensor remained stable and was functional. The sensor underwent a continuous test for 1 hour without technical error. We carried out a comparative study of the value of the sensor from the start to the end of the test, there was no drift and the sensor remained stable. The reason for the failure (error 41) is probably another part of the device that can only be analyzed with the related device. Given that we did not received the replaced upstream pressure sensor for investigation, it is difficult for us to state its conformity. Thus, the root cause of the reported event remains unknown. Note : the error 41 is an error concerning the upstream sensors and the error 42 concerns the downstream sensors. Error 42 is triggered during the application startup if the calibration values do not meet the required conditions. The downstream sensor is designed to detect the back pressure and check the ocs function before starting the infusion. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.